Event description:
It was reported that during testing, it was discovered that the console device kept turning off. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. However, it was observed that the chassis was bent. The assignable root cause was determined to be due to mishandling by dropping or hitting the device against something, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.